Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. The device reported is not being manufactured currently, however, another device from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 1,040 samples were taken from the current production. The cuff from the samples were inflated and left for four hours, then cuff from samples were deflated. The defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on this information. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the balloon, once inflated, deflates immediately". Further clarification states " the balloon deflation happened during use, just after intubation (simple intubation), whereas the balloon inflated normally during pretest." It was reported there were no consequences for the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10116 et tube, cf, 8.0 for investigation. Visual examination of the returned et tube revealed that the sample appears typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. No functional issues were found with the returned sample. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "balloon deflates immediately after intubation" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
Customer complaint alleges "the balloon, once inflated, deflates immediately". Further clarification states " the balloon deflation happened during use, just after intubation (simple intubation), whereas the balloon inflated normally during pretest." It was reported there were no consequences for the patient. Patient condition reported as "fine".